Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the tibial component subsided anteriorly. The patient underwent a revision surgery. The tibial component, talar component and the poly insert were replaced.

Manufacturer narrative:
Visual examination of the devices does not show any overall gross deformation. The poly insert and tibial tray had gouge marks, which are consistent with removal during the revision surgery. The porous surface of the talar dome, stem, and tibial tray does exhibit a few areas of apparent bone attachment. However, it was noted that there were more areas of bone growth found on the talar dome and stem than the tibial tray. Two CT scan slices were provided which show limited attachment between the tibial implant and bone.